Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(4) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable rubber was loose at the lemo connector, the battery door was cracked, and there was a missing foot. The mpu was powered on as intended. A functional test was performed. The system functioned as intended. The patient cable, battery door, and missing foot were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(4) and the mpu was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was found to have a loose patient cable, a cracked battery door, and a missing foot.